Manufacturer narrative:
Unit had missing retainer, broken reservoir tube lip, missing reservoir tube o-ring, minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. Unable to perform the displacement test due to missing retainer. The test reservoir and infusion set does not remain locked in place due to missing retainer.

Event description:
It was reported that, the o ring on the reservoir compartment was damaged. The blood glucose was 203 mg/dl at the time of the incident. The reservoir was unable to lock in place when inserted into pump. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to back up plan. The insulin pump will be returned for analysis.